Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), abdominal pain lower ("lower quadrant pain"), oophorectomy ("one side removal of ovary"), ovarian mass ("large complex ovarian mass removal"), short-bowel syndrome ("auto-immune disorder") and genital haemorrhage ("abnormal heavy bleeding") in a 35-year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation irregular, gravida ii, parity 2 ( (B)(6) 2003, (B)(6) 2006) and high risk pregnancy (the first birth occurred at 34 weeks. The second birth occurred at 38 weeks.). Previously administered products included for birth control: mirena from (B)(6) 2006 to (B)(6) 2008, ortho patch from 2003 to 2005 and birth control pill. Concurrent conditions included body mass index normal. Concomitant products included axotal (esgic) since (B)(6) 2017, ciprofloxacin (cipro) from 2009 to 2010, colecalciferol (vitamin d3) since 2017, colostrum since 2017, iron since (B)(6) 2017, lactobacillus reuteri (probiotica) since (B)(6) 2017, levothyroxine since (B)(6) 2018, medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2008, metformin since (B)(6) 2017, naltrexone since (B)(6) 2017 and progesterone since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2008, the patient experienced the first episode of dysgeusia ("metallic taste in mouth"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced cystitis ("bladder infection"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal prolonged menses / menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, 6 years after insertion of essure, the patient underwent oophorectomy (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian mass (seriousness criterion medically significant), short-bowel syndrome (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge / vaginal discharge"), the second episode of dysgeusia ("metallic taste in mouth") and hormone level abnormal ("hormonal changes due to hysterectomy and removal of ovaries"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - right side, unilateral salpingooopherectomy), surgery (on (B)(6) 2017, plantiff underwent left salpingo-oophorectomy to remove her left coil), surgery and surgery (removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, short-bowel syndrome, genital haemorrhage, abdominal pain, back pain, migraine, alopecia, vaginal discharge and the last episode of dysgeusia was resolving, the oophorectomy, ovarian mass, headache and hormone level abnormal outcome was unknown and the dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, oophorectomy, ovarian mass, pelvic pain, short-bowel syndrome, vaginal discharge, vaginal haemorrhage, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a laparoscopic hysterectomy and right salpingo oophorectomy to remove her right coil. Laparoscopic total hysterectomy,with removal of right tube and ovary and diagnostic cystourethros on (B)(6) 2014 and laparoscopic left salpingooophorectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (B)(6) 2008: hysterosalpingogram - confirming full occlusion of plaintiff''s fallopian tubes. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs+mr received, reporter added, patient historical and concomitant condition added, patient demographics updated,indication updated, events added as follows:-vaginal haemorrhage, gastroitestinal disorder, oophorectomy, cystitis, hormonal level abnormal, dysgeusia, ovarian mass. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower quadrant pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 8 years 7 months after insertion of essure, the patient experienced abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal prolonged menses / menorrhagia"), back pain ("severe back pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), autoimmune disorder ("auto-immune disorder"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), dysgeusia ("metallic taste in mouth") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent left salpingo-oophorectomy to remove her left coil). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, autoimmune disorder, alopecia, vaginal discharge, dysgeusia and pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a laparoscopic hysterectomy and right salpingo oophorectomy to remove her right coil. Diagnostic results: (B)(6) 2008: hysterosalpingogram - confirming full occlusion of plaintiff's fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.